Event description:
Reporter states the compact system produced an undosed result of hi (greater than 600 mg/dl). No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.